Event description:
Physician embolized a hemangioma in a pt that was impinging the trachea. Shortly after the procedure the pt experienced multiple strokes in both the vertebral and interior carotid arteries leaving the pt hemiplegic. The pt has made some recovery.